Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. The customer's blood glucose value was 207 mg/dl. The customer also reported that the insulin pump alarmed pump error. The customer was able to rewind the pump. The insulin pump will not be returned for analysis.